Event description:
Patient reported at their recent regularly scheduled/routine dentist appointment, their dentist conducted pano x-rays and found that some of their old fillings are failing and need to be repaired, one of which is a possible root canal. The dentist wants to have this done as soon as possible. Patient to have consult.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.